Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's insulin gauge read zero; however, the customer reported to have over 100 units of insulin in it. The customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus was to be delivered to address the high bg level. A possible cause of the reported inaccurate insulin gauge reading was not discovered during troubleshooting with tandem technical support.